Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable connector locking mechanism was stuck in the unlock position. Servicing was performed and contamination was visible outside but not inside the connector. The driveline cable remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the driveline cable connector locking mechanism was stuck in the unlock position, with contamination visible outside the connector but not inside. A driveline locking mechanism servicing procedure was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the jammed locking mechanism may be attributed to the observed contamination outside the driveline connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.